Event description:
New information received. Noted, that the device was explanted and replaced.

Manufacturer narrative:
The reported event of overestimation was confirmed. The device was at elective replacement indicator (eri) upon receipt. Longevity analysis, found the battery depletion to be normal. The device functioned normally, during analysis. No anomalies were found. The longevity overestimation was determined, to be due to an estimation inaccuracy in the merlin programmer remaining longevity calculation.

Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited an overestimation of battery longevity due to battery relaxation after recent capacitor maintenance. The patient's device will continue to be monitored. The patient was stable and asymptomatic.